Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages and can connection status) unable to be duplicated. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pulled trunk cable from the strain relief, causing the pulse wires to short inside the distribution node (dn). The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) failed a therapy electrode recognition test.